Event description:
A turnpike spiral catheter was used in a right coronary complex intervention. Turnpike spiral engaged proximal section of occlusion but was not able to disengage lesion by counter clockwise rotation. Balloon was tracked down second wire to distal segment of turnpike spiral and inflated. Entire turnpike catheter was successfully removed, majority of monofilament thread of turnpike unraveled from the distal end.